Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left side of superficial femoral artery. A 5.0 x 20, 135cm mustang balloon catheter was advanced for pre-dilatation. However, on the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 6 x 2mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).